Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'did not pass psi test' was not reproduced the device passed downstream occlusion testing. A review of the event history log (ehl) revealed multiple 'downstream occlusion!' Messages. The issue cannot be confirmed based on ehl messages alone. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass the pounds per square inch (psi) test. There was no patient involvement. No additional information is available.